Manufacturer narrative:
A steris service technician arrived onsite and spoke with user facility personnel regarding the event. Facility personnel confirmed that contrary to the reported event, the unit did not catch fire, but rather a burning odor was emitting from the unit. The technician inspected the unit and found evidence of "char" on the heating connector and wiring in the lower chamber of the unit. There were no signs of damage in the upper chamber. Per his inspection, he found that the fast connector that connects to the heating elements had become loose subsequently causing the wiring in the unit to overheat and the reported event to occur. The reported event is likely attributed to improper maintenance by the user facility, specifically ensuring that all wiring connections are properly secured during maintenance activities. The warming cabinet was manufactured in 2001 and is approximately 17 years old. It is not under steris service agreement for maintenance activities; the user facility's biomed department is responsible for performing all maintenance activities. The warming cabinet's operator manual states, (pg. 4-2), "2x per year-check for loose electrical connections...". The operator manual states (pg. 1-1), "warning - personal injury and/or equipment damage hazard: repairs and adjustments to this equipment must be made only by steris or steris-trained personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, void the warranty or result in costly damage. Contact steris regarding service options." The warming cabinet was removed from service and is pending the facility's decision on repairs or replacement.

Event description:
The user facility reported that their warming cabinet caught fire. The fire alarm was not activated, and no evacuations were conducted. No injuries were associated with the reported event.